Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced the damaged cable arm retractor, slide rail bumpers, and printed circuit board assembly (pcba) full height board on auxiliary drawer 1. The drawer had been extended too far, causing failure. Performed hardware test application (hta) diagnostic testing, which passed with no failures. System was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. Customer tried to reboot the system, but issue remains the same the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.